Event description:
It was reported that pump was leaking insulin. There was no reported impact to the customer¿s blood glucose level. Customer's mother declined a follow-up with customer technical support and was in the process of obtaining a new tandem device as the current one was out of warranty.